Event description:
It was reported that on (B)(6) 2024, during a novasure procedure the physician initially introduced the device and performed an ablation of the endometrium for 1min an 8 seconds. The device was removed and the physician performed a hysteroscopy which revealed that the endometrium was coagulated on all sides except the left part. At this point the physician decided to reintroduce the same novasure, targeted the left horn and re-ablated for 1min and 32 seconds. Upon removal of the novasure sheath the gold mesh was observed to be adhered to the endometrium and teared. On the posterior wall two gold threads were found to be torn from the novasure. Forceps were used to remove the remnants of thread and a small amount could not be removed. No bleeding was observed. The procedure time was increased due to this. Patient was scheduled for a visit in six weeks.

Manufacturer narrative:
A 2nd ablation after a complete first ablation using the same device is considered an off-label use. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.